Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the center set screw on a cross connector would not lock properly during surgery. The center set screw was removed and replaced with an alternative center set screw. There were no reports of patient impacts.

Manufacturer narrative:
The cross connector set screw was returned and evaluated. The cross connector set screw hex was confirmed to have deformed.

Manufacturer narrative:
The cross connector was not returned; however a photo of the device was provided and used for evaluation purposes. The cross connector set screw hex was confirmed to have deformed. The hex deformation can most likely be attributed to a positioning/alignment error between the driver and set screw. Attempting to tighten the screw when the driver is not fully seated can cause this type of failure. A review of the manufacturing records did not identify any issues which would have contributed to this event.